Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt375 15.0 diopter lens was implanted in the patient''s right eye (od) on (B)(6) 2018. Reportedly, the pre-operative symfony toric calculator recommended a model of zxt375 leaving residual cylinder +0.94 axis 83. Also, ak x 90 was performed for predicted residual cylinder. Intra-operative ocular response analyzer (ora) recommended 15.0 diopter. It was later explanted on (B)(6) 2018 because the patient had residual astigmatism and a flipped axis noted at their office visit with the doctor on (B)(6) 2018. A pre-operative measurement was done again using the symfony toric calculator, which recommended zxt300 with predicted residual cylinder +0.03 axis 61. Intra-operative ocular response analyzer (ora) measurements after removal of original lens recommended 15.5 diopter, but still recommended zxt375. However, the doctor chose a zxt300 15.5 diopter lens as the replacement lens. No additional information was provided.